Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that patient received inappropriate antitachycardia pacing due to a single undersensed r-wave. Programming changes were made. Patient was in stable condition.

Event description:
It was reported that the patient presented in-clinic and upon interrogation, it was observed that the patient received inappropriate high voltage therapy for supraventricular tachycardia that was misdiagnosed as ventricular tachycardia as a result of an undersensed r-wave. Programming changes will be made in-clinic.

Manufacturer narrative:
(B)(4).